Event description:
The following information was provided: during a mako tha 5.0 case, the offset reamer shaft was extremely difficult to insert and remove from the end effector. Shaft is visibly burred/damaged at the proximal end. Tha 5.0/ rob3501. Update: "yes it looks like there is a missing screw from that offset reamer shaft ".